Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged moisture was behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the black box showed unusual fluctuations of the voltage leading to replace battery alarms and low battery warnings. The pump was returned with moisture behind the display lens. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was observed in the battery compartment. No damage was found to the returned battery cap. The returned battery cap was able to attach to the pump and power it on. The keypad was intact but unresponsive to presses. A leak test failed due to battery compartment cracks. The pump cover was removed to find internal moisture on the printed circuit board and keypad connector.